Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg had migrated. As a result the patient's scs system was explanted. Follow up indicated the patient was doing well post operatively.